Event description:
It was reported that while unpacking for a coronary artery stenting treatment procedure the stent fell off the balloon. The 90% stenosed, mildly calcified, target lesion was in the mildly tortuous proximal left anterior descending (lad) artery. A 3.5x16mm liberte bare metal stent (bms) had been selected to treat the target lesion. While unpacking the device, it was noticed that the catheter was not damaged; however, there was no stent on the balloon. The physician looked for the stent, but the stent was not found. The device was not used in the procedure and did not contact the pt. The procedure was completed with another of the same device. There was no pt complications reported.

Manufacturer narrative:
(B)(4).